Manufacturer narrative:
Information was received via journal article. Please reference literature at the following location: (B)(4). Other device used: catalog #unk, unknown actabular shell, lot #unk. This report will be amended when our investigation is complete.

Event description:
An (B)(6) male patient dislocated his hip after a fall from a standing position and experienced multiple subsequent dislocations. As a result the patient was revised. During the revision it was found that the liner had fractured.

Manufacturer narrative:
This report is being amended to reflect changes in date received by MFR, type of reports, if follow-up, what type?, evaluation codes, and additional MFR narrative. No device or photos were received, therefore the condition of the components is unknown. Device history records cannot be reviewed since the part and lot numbers are unknown. These devices are used for treatment. Surgical notes were not provided. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Product history search cannot be completed since the part and lot number is unknown. Relevant medical history and adherence to the rehabilitation protocol are unknown. The likely root cause for the reported first dislocation is the patient fall, however, we cannot confirm whether the liner fracture and subsequent dislocations were caused due to the patient fall.